Manufacturer narrative:
The balloon catheter, 2af283 with lot number 35103, was returned and analyzed. Visual inspection of the balloon catheter showed the balloons were pierced since there was blood inside. Verification of the smart chip file indicated that the catheter was used for 24 injections on the date of the event. A performance test could not be done due to system notice 50005 "the safety system has detected fluid in the catheter and stopped the injection". Pressure test and dissection revealed a double balloon breach. In conclusion, the balloon catheter failed the returned product inspection due to a double balloon breach. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.